Event description:
A (B)(6) distributor contacted zoll customer support to report that an unk german pt had a damaged electrode belt cable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the electrode belt failed the incoming functional test, the trunk cable was pulled from the connector and the trunk cable connector j702 on the distribution node pca board was damaged and lifted from the pad. The test failures were caused by the damage to the trunk cable, trunk cable connector and the trunk cable connector j702 on the distribution node pca board. The root cause for the damaged cable and connectors could not be positively identified, but the damage was likely caused by excessive force on the trunk cable. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.